Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # 633c45. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil slightly bent upwards and without reload present. No functional test was performed due to the condition of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The condition of the anvil is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 633c45, and no non-conformances were identified.

Event description:
It was reported that during an exploratory laparotomy procedure they clamped down on patient tissue and the device would not fire on the 3rd fire with white reload. They unclamped, took battery out, but still had the same issue. They got another device to complete the case with no patient harm.